Event description:
A consumer reported that she is unhappy that she has to wear glasses to watch television following intraocular lens (iol) implant surgery. The consumer reported she was told she might or might not have to wear glasses to watch television prior to her procedure. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record review could not be completed due to no information received traceable to the manufacturing documentation. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).